Event description:
It was reported that a patient was undergoing prophylactic generator replacement surgery, when it was identified that there was an infection in the generator pocket (reported in MFR. Report #1644487-2017-03548). The surgeon moved the pocket, and, while moving the existing lead, saw that the lead wire was exposed through the tubing. System diagnostics showed normal impedance prior to surgery. The surgeon explanted the generator and lead. The explanted products have not been received to date.